Event description:
The account obtained on 12/13/96 a negative result using the plus hcg combo kit yet the beta hcg result=104 miu/ml. The account repeat tested the same serum sample using the plus hcg combo kit and the result was still negative. The pt had taken clomid for 5 days starting 11/25 and her last menstrual period was 11/20/96. She had developed shingles and was being tested for pregnancy before treatment was started. On 12/16 the pt ran the ept home pregnancy test for a positive result. The account repeat test the serum on beta hcg assay twice for results=1.56 and 1.7 miu/ml. These quantitive results match the plus hcg combo plus kit results. The reporter suspects a sample mixup. The pt will be seeing her physician to follow-up on the positive ept home pregnancy result.